Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage caused by breakage of scope connector cover. Identification of the material could not be determined. In addition, the following non-reportable malfunctions were found during the device evaluation; crack of resin part, light guide lens was cracked, gap of adhesive on bending section cover, angle wires were stretched. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer initially reported to olympus that the evis exera iii gastrointestinal videoscope had an insufflation problem and a damaged mouthpiece. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was clogged with foreign material.